Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a minicap transfer set; further described as ¿light blue part separating from the dark blue part¿. This occurred during an unspecified process step of peritoneal dialysis therapy. It was further reported that the patient had "difficulty coming off" the amia automated pd cycler set. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: b5, b7. Additional information: d9, h3, h6 and h10. B5: it was further reported that there was no difficulty disconnecting the female connector of a minicap transfer set from the patient line of an amia automated pd cycler set. B7: added the date the transfer set was placed on the patient (omitted on initial). H10: the device was received for evaluation. A visual inspection with the naked eye and magnification identified the dark blue female connector was separated from the light blue main body. There was no evidence of solvent present on the insert chip. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was manufacturing related due to inadequate or missing solvent bond between the female connector, insert chip, and main body of the twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.